Manufacturer narrative:
Unit received with cracked/bleeding lcd glass. Unable to perform the displacement due to the missing segment/partial display (B)(4). The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was cracked on the display. Customer reported that the insulin pump was bumped or dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.